Event description:
On (B)(6) 2010 the pt reported e10 (cartridge) error was displayed on the infusion device. He attempted to perform the change cartridge procedure to clear the error, but he was unsuccessful. He stated he inserted a lithium battery in the infusion device yesterday and he was advised to only use alkaline batteries. He inserted a new alkaline battery. He was assisted in performing the change cartridge procedure and he adjusted the piston rod to 40 units. He stated when he inserted the insulin cartridge "insulin squished out" onto a paper towel. He stated the piston rod was too high and was not at 110 units. He was advised to perform the change cartridge procedure from the beginning and when 315 was displayed on the screen he stated the piston rod was completely extended and was not at the bottom of the cartridge compartment. He stated 3 weeks ago when he began use of the infusion device he spilled insulin in the cartridge compartment and he dried it out and continued using it. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.